Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the surgical procedure a complicated appendectomy or non-complicated appendectomy? Was the stapler used on the meso appendix, appendiceal stump or both? Can it be confirmed that the complete width of appendiceal stump was proximal to cut line with no extraneous tissue within jaws distal to cut line? Was part of the cecum included in the firing? If used on meso appendix, was a window created to ensure no tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? Were any staple formation issues noted throughout care of patient? What were the issues that led to the reoperation? Are any surgical photos or video available? What is the current patient status?

Event description:
It was reported that a (B)(6) year old male underwent a laparoscopic appendectomy. He had a low bmi and had good hemostasis. The procedure was completed with no issues. On (B)(6) 2020 he has some issues and had to be brought back to the or. The patient was given a transfusion of 900 milliliters and the condition was addressed by using five mm clips and flow seal. It was noted that there was some oozing at the most cephalad staple.